Manufacturer narrative:
The clinician did not follow the user documentation instructions, per technique manual, p/n l8019-tm, regarding the final seating torque. When they were unable to torque the implant to 30 ncm, they simply removed it and requested a replacement implant. Since the clinician had to remove the implant, the pt will require additional surgical intervention, at a later date, to place a new implant. The records management database of each of the implants indicates that the implants met the specifications and were approved for product release. Any issues were successfully resolved prior to the release of the implants. No further action is required. Refer to (B)(4).

Event description:
Clinician removed the implant since they were unable to torque the implant in place to the recommended value (30 n-cm).